Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported slda resulting in unspecified tissue injury and mitral valve insufficiency/regurgitation cannot be determined. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 secondary mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2024, there was a single leaflet device attachment (slda). The anterior leaflet remained attached, and the posterior leaflet was detached. The mr increased to grade 4. On (B)(6) 2024, the patient returned to the hospital for an additional mitraclip implant. The physician believed the posterior leaflet was torn. One clip was implanted and mr was reduced from grade 4 to 2.